Event description:
It was reported that the needle pierced through the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector while introducing it. The following information was provided by the initial reporter: "we have had multiple issues with IV catheters from lot 2109567... The needle is poking through the catheter. Because this has happened multiple times, we are concerned this lot may possibly be defective."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector while introducing it. The following information was provided by the initial reporter: "we have had multiple issues with IV catheters from lot: 2109567. The needle is poking through the catheter. Because this has happened multiple times, we are concerned this lot may possibly be defective."